Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen would not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when the keys were pressed. The probable cause was due to contamination on the device touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.